Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in printed circuit (dr) board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in dr board, the real-time image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited no screen display during set up / inspection for use. There were no reports of patient harm.